Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right ventricular lead exhibited noise. The lead was explanted and replaced. There were no patient consequences.

Event description:
Related manufacturer reference number:2017865-2020-07937 new information noted that the implantable cardioverter defibrillator exhibited noise. The device was explanted and replaced on (B)(6) 2020.

Manufacturer narrative:
The reported event of noise was confirmed. A partial lead was returned in one piece measuring 54.0cm/48.5cm/48.0cm. Analysis was performed and confirmed that all eight filars of the inner coil were fractured due to over tighten suture tie. The cause of the reported event was isolated to the inner coil fracture consistent with over tighten suture tie.